Event description:
It was reported that a cx 21 inflatable penile prosthesis (ipp) preconnect component was prepped by inflating and deflating twice before implanted. Once the device was implanted a surrogate reservoir test was performed and the cylinders would not deflate. The surgery staff then opened a 12 lgx and prepped that pump, cut it off the cylinders, and placed the pump from the 12 lgx on the 21 cx which was implanted. They were connected and everything worked perfectly. No adverse patient effects.

Event description:
It was reported that a cx 21 inflatable penile prosthesis (ipp) preconnect component was prepped by inflating and deflating twice before implanted. Once the device was implanted a surrogate reservoir test was performed and the cylinders would not deflate. The surgery staff then opened a 12 lgx and prepped that pump, cut it off the cylinders, and placed the pump from the 12 lgx on the 21 cx which was implanted. They were connected and everything worked perfectly. No adverse patient effects.

Manufacturer narrative:
The complaint component was returned and analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed deflation test(1, 2, 3). The deflation test 1 verifies that with 20 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is pressed with less than or equal to 8 lbf. The deflation test 2 verifies that greater than or equal to 24 ml of fluid moves from the cylinder side of the pump to the reservoir side of the pump when the pressure on the cylinder decreases from 20 psi to 4 psi in less than or equal to 14 seconds. The deflation test 3 verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. The reported allegation of cylinder inflation issue was unable to be confirmed; however, based on the results of the functional testing, the reported allegation of pump mechanical issue was confirmed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.